Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was unsuccessfully installed on (B)(6) 2009 because it had failed due to a low battery. A second installation on (B)(6) 2009 was successful. The device performed as expected until (B)(6) 2009. After this date the device has intermittent fails due to a low battery. Investigation of the device revealed a fault with the pogo-pins. The voltage fluctuations of the pogo-pins would be significant enough to trigger the low battery warnings. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.